Event description:
On 05/19/2026, a healthcare professional reported that the button broke on the appliance's right side. The patient's oral hygiene is good. The device was delivered to the patient on 09/26/2025. The patient reported the issue on 05/11/2026 and stopped using the device on 05/09/2026. The appliance was replaced. The patient didn't suffer any permanent harm/injury, and no medical intervention was required.

Manufacturer narrative:
The device has been returned for analysis. The evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).